Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam replacement per field action: c&r (B)(6) 2021. During the evaluation of the device at the third-party service center, error codes were found in the ventilator's downloaded error log. The device passed all testing. There were no visible foam particles observed during the evaluation.